Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip ntw was inserted and deployed on the mitral valve. However, ten minutes after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). One clip was deployed, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on the information provided, a cause for the reported slda cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip ntw was inserted and deployed on the mitral valve. However, ten minutes after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). One clip was deployed, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Subsequent to the initial report filed, this complaint has been reassessed as a complaint with no allegation as it is a duplicate to complaint (B)(4) and the coding was updated to 2993 with 2199. However, a report was previously filed. Therefore, a correction medical device report (MDR) will be filed to capture the correction. As there are no device malfunction or patient effects reported in this complaint, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: this event is a duplicate to previously submitted reports 2135147-2025-00076-00 and 2135147-2025-00076-01.